Event description:
It was reported by the affiliate that the (2) er220 were used during a laparoscopic cholecystectomy procedure. It was reported that the clip dropped but did not fall into the pt. The case was completed with another device and there was no consequence to the pt.